Event description:
In 2004, I had a total left hip replacement with a stryker system 50mm trident prosthetic cup, a dome hole plug, a 0 degree 32mm ceramic liner, 127 degree -lateral offset- accolade press-fit stem and +0, 32mmv40 taper ceramic head. Dr did my surgery at hospital. For most of this time, my hip has been made strange and loud noises...a squeaking that has become more constant along with a grinding, popping, clicking, and a rusty gate sound. I often feel discomfort in this hip, it feels like it is a result of the constant squeaking and other noises - but my squeaking occurs without accompanying discomfort. It used to be only going downstairs, now it has steadily gotten louder and more frequent with walking, stretching my legs, turning my body, or when putting on a pair of pants. I feel that, by me checking the above adverse event -the squeaking, etc. Is unfavorable in my surgery, etc.-, product error -not working correctly, etc.- and product problem -operates different than expected, etc.- I feel other pts having this surgery should know of the problems I have had. I had physical therapy at the aspen club sports medicine department for approximately 2 years...2004-2006 for the hip replacement.